Event description:
It was reported that the customer was experiencing issues with inaccurate sensor glucose readings as well as high blood glucose levels. The customer's blood glucose at the time of the call was 48 mg/dl. Troubleshooting was done. The customer treated his blood glucose with carbohydrate intake. The customer stated he was unable to upload to carelink. The customer also mentioned that his belt clip broke. Advised that a replacement belt clip would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.